Event description:
Disposable error code occurred during a case. No further info is available. The handpiece was replaced and the case was completed successfully with no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.